Event description:
It was reported that on (B)(6) 2025 that the patient began service. On (B)(6) 2025, the patient had an episode at school around 10am where emergency services were called. Upon further review of fetched data determined a sudden onset of svt on 21 january 2025 which was sustained for approximately 30 minutes. It was noted that artifact was present. It is unclear why the sustained tachyarrhythmia did not automatically trigger a severe tachycardia event. Based on the available information, there was a failure to auto-trigger a severe tachycardia event.

Manufacturer narrative:
It was reported that the patient had an episode while at school and there was a failure to auto-trigger a severe tachycardia. The device was returned for investigation. The sensor was connected to a testing fixture and the log were downloaded and inspected for any errors during the monitoring period. No issues were identified. Engineering evaluation determined that there was no deficiency in either the device or monitoring service. An earlier review from engineering confirmed that the mcot system was functioning properly at the time of the allegation. Additional functional testing verified the sensor is in proper functioning order. The complaint is therefore unconfirmed. A clinical review was performed and the events transmitted on the date of the reported event were reviewed by the medical office. A review of fetched data determined a sudden onset of svt on (B)(6) 2025 1259 est which was sustained for approximately 30 minutes. Artifact was present. It is unclear from the clinical review why the sustained tachyarrhythmia did not automatically trigger a severe tachycardia event. Based on the available information, there was a failure to auto-trigger a severe tachycardia event. The cause cannot be determined by clinical review.